Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified neurologic surgical procedure it was observed that the motor device started smoking while drilling. It was noted that subsequent testing showed that the device was no longer operational. It was reported that there was a five minute delay in the procedure due to the event. An identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device had damaged components: cable/cord/wirings. It was noted that the motor was blocked, the motor and control were defective, the bearing was worn, an e2 error was displayed and no test was possible. It was also noted that the device failed pre-repair diagnostic tests for motor thermistor assessment. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.